Event description:
The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. On an unspecified date and time, the device was programmed to deliver morphine 1mg/ml, with a 1mg bolus dose, a 6 minute pt lockout, 10 bolus/hr limit, a 120ml container size and delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported a dose was not delivered when the pt pressed the button on the bolus cord. At that time, the nurse pressed the bolus button on the top of the device and a bolus dose was delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reports of any adverse pt events while the device was in clinical use. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received, investigation is not complete. The device history was downloaded at the service center. A review of the history found the device was not powered on the reported event date of (B)(6) 2012. A review of the most recent programming indicated on (B)(6) 2012 at 1614, the device was programmed for bolus only delivery in mg, with a concentration of 1mg/ml, a 1mg bolus dose, a 6 minute bolus lockout, 10 bolus/hr limit, and a 100mg container size. At 1618, the delivery was started and the keypad was locked. Between 1644 and 1645, there was one 1mg pt initiated bolus delivery. At 1701, delivery was stopped, keypad unlocked and device was powered off. The device was not powered on again until 08/07/2012. The review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.